Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Our field service engineer inspected the device on-site and confirmed the reported issue. During troubleshooting, the expiratory pressure transducer printed circuit board (pcb) and the nozzle unit in the o2 gas module were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used to regulate the gas flow through the gas module. The membrane is pressed against the mouthpiece by the feather spring to achieve the required gas flow regulation. The expiratory pressure transducer is used to measure the pressure in the expiratory channel. The pressure, conveyed via the pressure tube connected to the expiratory pressure transducer pcb, is directed to a differential pressure transducer. With ambient pressure as the differential reference, the output signal is proportional to the measured pressure, enabling a linear measurement of the channel pressure. Evaluation of the provided device logs confirms the reported issue with the failed pressure transducer test. The logs show that the same test, the monitor pressure transducer subtest, failed intermittently with the same issue (a pressure deviation greater than 1 cmh2o between the monitoring and breathing subsystems) starting from october 10th. Based on the device log analysis, the issue points to a problem with the nozzle unit, specifically that the membrane appears to be sticky. When the feather spring is pressed against a sticky membrane, the spring may remain stuck, which delays its release and affects gas flow regulation. The nozzle unit should be replaced during annual preventive maintenance or after 5,000 hours of operation, whichever occurs first. Based on the analysis of the received logs and the communication provided, it appears that the preventive maintenance has been performed in accordance with the prescribed instructions. Consequently, the membrane stickiness likely indicates early wear of the membrane. The replaced pressure transducer pcb was returned for further investigation. The nozzle unit was not returned, as it was disposed of during the on-site inspection. A visual inspection of the returned pcb revealed no abnormalities. The pcb was then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. The ventilator was subsequently run for 24 hours without generating any alarms or errors. After the ventilation period, several additional pre-use checks were performed, all of which passed. In conclusion, the nozzle unit in the o2 gas module and the expiratory pressure transducer pcb were replaced on-site, which resolved the reported issue. The expiratory pressure transducer pcb was returned to the manufacturer for further evaluation, and based on the available information and the device logs, it appears to be functioning according to specification. In contrast, the nozzle unit likely had a sticky membrane, leading to the failed tests. Therefore, the most probable cause of this customer product complaint is considered to be early wear in the nozzle unit, resulting in membrane stickiness.

Event description:
Manufacturer's ref.#: (B)(4).